Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The foreign material was determined to be a plastic distal end cover. The device evaluation found that the nozzle was missing and that the customer did not remove it. It is unknown when it went missing. The insertion section was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope's channel was clogged during reprocessing. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the plastic distal end coved having clogged the channel could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿preparation and inspection - inspection of the endoscopic system - inspection of the instrument channel - insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.¿ olympus will continue to monitor field performance for this device.